Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness and nausea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, nausea and burning smell related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was corrected and updated by adding medical device problem code which was missed in initial report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, nausea and burning smell related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During internal and exterior investigation, dust-like contamination on the ui (user interface) panel, the top enclosure, the bottom enclosure, the blower box cap, the blower box, the blower motor, the blower outlet seal, the blower sk isolators, and the rear panel. Unknown yellow residue on the ui panel, the bottom enclosure, the top enclosure, and the keypad. Also, there were spots of unknown yellow residue in blower box. Unknown white dust-like contamination on the air inlet of the blower box. Spots of unknown dark brown residue on the accessory module slot. Marks of unknown black contamination, most likely from a writing utensil, on the bottom enclosure. White dust-like contamination all over the blower box, the blower box cap, and the sd (secure digital) card slot of the pca (printed circuit assembly). It does smear when touched. A long hair-like fiber was attached to the blower box cap seal. Extreme hair-like fiber contamination in the blower box, attached to the wires and rubber grommet of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. Product investigation laboratory used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Product investigation laboratory confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam and were most likely from an external source. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that the investigation at product investigation laboratory confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Product investigation laboratory was able to confirm the complaint, but not address the symptoms specified.